Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right atrial (ra) lead. The noise and oversensing were reproduced with isometrics and arm movements. Subsequently, a revision procedure was performed. The crt-d was explanted and replaced, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.